Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical australia. The customer's report wad dulicated and attributed to the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identifid an increae in trend.